Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility it was observed that the tip of the pointer was broken off. There was no associated procedure. No significant delays or known impact to a patient were associated with the event.